Event description:
The screws holding the detector onto the support arm are stripped. There is concern that the detector will fall off the machine.

Manufacturer narrative:
Currently a third-party vendor, (B)(6), services this camera. The customer has been instructed to not use the camera by (B)(6). This system was end-of-lifed (eol) by philips medical systems in (B)(6) 2009. If the screws supporting the detector are removed they should be reinstalled per current procedure. A CAPA notification went out 11/17/1998 to philips (B)(4) field service to "always add threadlocking fluid to all bolts: (B)(4). The use/installation of heli-coils to repair any wear can be done without a procedure as it is common in this industry. (B)(4).